Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow-up will be submitted when the evaluation is complete.

Event description:
Customer reports during an endovascular aneurysm repair (evar) the hub snapped off the performa catheter mid-use and was replaced with a new one. No patient injury.